Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was used, and it was bleeding and did not stop when the physician shuttled down the device. There was no reported patient injury. The physician is an experienced user and mentioned having experienced one or two similar events in the past. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was fully deployed. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation test was executed. The balloon inflated and deflated as expected. The reported event of ¿sealant-failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were deployed off the catheter) with no damages noted that could have contributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was used, and it was bleeding and did not stop when the physician shuttled down the device. There was no reported patient injury. The physician mentioned having experienced one or two similar events in the past. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.